Event description:
The patient underwent a lead revision procedure due to lead dislodgement. It was noted that the lead was in the atrium. When the physician tried to reposition the lead, he had difficulties; hence, the lead was explanted and replaced.

Event description:
On (B) (6) 2009, the lead was repositioned again due to dislodgement.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.